Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on 2017-03-28 reporting that the battery was given to the patient with the battery dead. The patient charged it for 3 days and it worked now. It was stated that the patient did not report any of the following issues: out of box failure, supply light not being on when the recharger was plugged in, and stimulation turning back on and off after it was turned off. This was contradicting information when the consumer had reported the stimulation could not turn off and then would come back on which was reported on 2017-03-15. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that they couldn't turn their stimulation off. It was reported that they would turn it off and then it would just come back on again. They then reported " but it has been working since then so I think that's solved". It was stated that the patient has had many problems with this, as mentioned in the original call. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated.